Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: the cartridge was returned for evaluation. Visual inspection at 10x microscope magnification was performed. Residue of viscoelastic solution were observed on the cartridge which indicate that the unit was handled and prepared for surgical use. Dent/distortions and a crack were observed at the cartridge tip. The complaint issue reported was verified. Manufacturing records review: manufacturing record evaluation and complaint history reviews could not be performed since lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a chipped cartridge tip was inserted into the patient's eye. The chipped cartridge tip was removed from the eye and there was no patient injury. No additional information was provided to abbott medical optics.